Event description:
It was reported that the insulin pump had scratches on the battery and reservoir side, as well as on the screen. The blood glucose reading was 8.2 mmol/l. The customer stated that the device damage had been due to wear and tear, although she had not dropped nor bumped it. Advised the discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches display window and cracked reservoir tube lip.